Event description:
This is filed to report the clip jumping open post-deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to a2/p2 and as the clip was advanced into the ventricle, it became entangled in chordae. Standard troubleshooting was performed to remove the clip from the chordae and the clip was deployed. A few seconds after deployment, the clip jumped open approximately 40-50 degrees. Fluoro confirmed that the clip remained stable on the leaflets, however the clip had a v shape due to the opening of the clip. No additional clips were implanted, and the mr remains at a grade of 3-4. The physician suspects the root cause was chordae caught in the clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening, clip jumping and chordae caught in the clip could not be determined in this incident. The reported patient effect of unchanged mitral regurgitation (mr) was a result of clip opening. Additionally, the reported patient effect of unchanged mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h1: report type changed to serious injury.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the patient underwent an additional mitraclip procedure on (B)(6) 2022 to treat mitral regurgitation with a grade of 3-4. One clip was successfully implanted reducing the final mr to a grade of 1. No additional information was provided.